Event description:
The ventilator stopped working during operation. Initially the led's were flickering, subsequently, a smell of overheated components came from the gas modules. There was no pt injury.